Manufacturer narrative:
H3 other text: additional investigation is required.

Event description:
Reportedly, the smartview connect failed to connect to the patient's implant. When a new transmitter was sent to the patient, the new transmitter successfully connected to the implant.

Manufacturer narrative:
Analysis synthesis: upon reception, the smartview connect was tested, and the reported issue was confirmed. Despite multiple attempts, the device failed to pair with a reference pacemaker, displaying a "technical problem" message. An in-depth analysis revealed that the issue observed at reception was caused by a communication problem with the back office server, preventing proper connection with the smartview connect. The logs showed that while the scan operated correctly, it encountered an error, leading to a reduction in scanning time. However, this did not prevent to retry the pairing. During the initial attempt, this behavior was also observed. The software functioned properly, and the patient entered several device serial numbers, some of which were incorrect. As a result, the smartview connect failed to detect any devices, finally leading to pairing failure. A subsequent pairing attempt using a pacemaker reference was successfully completed.

Event description:
Reportedly, the smartview connect failed to connect to the patient's implant. When a new transmitter was sent to the patient, the new transmitter successfully connected to the implant.